Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when it was found to have been caused by wear of the angle wire that resulted in bending angle in up direction not meeting specifications. In addition to the reportable malfunction of foreign object came out of the a/w nozzle, the evaluation found the following non-reportable malfunction(s): due to wear of angle wire, the play of u/d knob is out of the standard value; adhesive on a-rubber has a chip, white clouded area, and a crack; due to clogging of nozzle, water removal ability and amount of water contact did not meet the standard value; s-connector is dirty due to water leakage; plug unit has a crack; adhesives around objective lens has white-clouded area; adhesive around lg lens is peeled and has white clouded area; scratches on c-cover, protector of universal cord on s-connector side, protector of universal cord on control section side, universal cord, and connecting tube; plug unit has a crack; control unit has discoloration. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not specify if they knew the nature of the foreign material. During pre-cleaning: it was unknown if precleaning was delayed or skipped. The a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. The endoscope was presoaked in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had reduced angulation. It was not specified when the device occurred or was observed. The device was returned and during the device evaluation the following reportable malfunction was found: a foreign object came out of the air/water (a/w) nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.